Manufacturer narrative:
One device was returned for repair with complaint that the joint connecting to the medication cassette was cracked and the medication started leaking. As received no damage or anomalies were observed. A leak was observed from the filter outlet tube bond. The leak appeared to be coming from a solvent channel observed at the bond. The complaint of leakage was be confirmed. The probable cause is due to incomplete solvent coverage application error. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that the joint connecting to the medication cassette was cracked and the medication started leaking. There was patient involvement and no patient injury.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation in progress.